Event description:
It was reported that the right ventricular lead r-waves had decreased from 18 mv at implant to 0.7 mv. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.